Event description:
It was reported that the right atrial lead exhibited low pacing impedance. The right atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: b1 should have only product problem selected. B2 should have no selection.

Event description:
New information received notes that the issue of right atrial lead that exhibited low pacing impedance was found out during the procedure.